Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent in a male patient (age unknown) coincident with extraneal viaflex therapy (lot number not reported). On an unreported date, the patient began treatment with extraneal viaflex therapy (2l, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced cloudy effluent. It was not reported whether laboratory testing was performed or if treatment was rendered. It was unknown whether extraneal viaflex was ongoing or whether the event of cloudy effluent had resolved. Medical history and concomitant medications were not reported. The physician reported that the event of cloudy effluent was possibly related to extraneal viaflex therapy.